Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc sprinter rx ptca balloon catheter was attempted to be used during a procedure to treat a severely tortuous, severely calcified lesion exhibiting 98% stenosis located in the ostium of the left anterior descending (lad) artery. There was no damage noted to the packaging but there were issues noted when removing the device from the hoop. The nc sprinter was connected to a non-medtronic pressure pump. There was no difficulties noted when attaching the luer of the balloon to the non-medtronic inflation device. The balloon was directly connected to the non-medtronic inflation device and no adapter was used. It was reported that there was a crack/split at the luer of the nc sprinter. The crack was not noted prior to attaching the luer of the nc sprinter to the non-medtronic inflation device. It was also reported that a leak was noted at the luer of the nc sprinter during negative prep, prior to insertion into patient and negative prep was unable to be performed successfully. An attempt was made to inflate the device. The device was used in the patient. The patient was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.